Event description:
It was reported that pump screen was faulty and no further details were provided about how the display issue affected pump use. There was no reported impact to the customer¿s blood glucose level. No corrective actions, device return plans, or customer actions were reported, and no additional information was received regarding the outcome of the event.